Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited foreign matter inside the air water nozzle and c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign matter inside the air water nozzle and c-cover could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.